Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) cuff removed due to unspecified reasons. A 4.0cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.